Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Normal operation was noted with the zoom programmer. Visual inspection noted cut markings on the v-tip seal plug. The header was firmly attached to the device casing and there were no holes in the seal plugs. All of the set screws moved freely and operated normally. Visual inspection noted that the leads were fully seated in the lead barrels. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Despite multiple requests, no additional information was available from the local representative or field clinical representative.

Event description:
Boston scientific received information that this patient contacted boston scientific's technical services (ts) on (B)(6) 2016. The patient alleged that the implanted pacemaker caused or contributed to two heart attacks and a stroke. The patient was seeking (B)(6) in compensation. Boston scientific's legal department was notified of the patient's request.